Event description:
The nurse was performing a heel stick on an infant. She opened the tenderfoot device and removed the safety lock. The infant's heel had been prepped. The rn placed the device on the heel and activated it by pushing the slide bar. Normally, the device would auto-lance the infant's heel. However, in this instance, the device split open and the lancing device came out of the side instead of at the opening in the bottom of the device. The infant and rn were not hurt. However, had the rn been holding the device in a different way, the rn could have been cut by the lancet. The rn obtained another device and drew the infant's blood. The rn's on the unit have not had this experience with this type of device before. All are experienced users. Prior to using the device, there was no indication that the device would fail or was faulty in any way. No unusual or excessive force/pressure was applied to the device.====================== health professional's impression======================staff does not know why the device failed or what could have caused it to do so.====================== manufacturer response for tenderfoot heel incision device======================we are awaiting instructions to return the device to the manufacturer for their investigation and analysis.